Event description:
Baxter reported."the home patient failed to connect a transfer set to a twin bag's port(mis-spike)by clean flash,and then the silicone tube got stuck into the clean flash. A crack and leakage occurred form the silicone tube of the transfer set." There was no patient injury or medical intervention associated with this incident according to baxter.